Manufacturer narrative:
The field event of smoke and a melted plug could not be confirmed. Visual inspection revealed no damage to the outer plastic housing of the transmitter or the ac power adapter. The plug adapter (prongs) was missing, thus, unable to confirm the melt damage. The green contact strips had no visible damage and no burn odor emitting from the power supply or the unit itself. A testing plug adapter was inserted into the ac power adapter and was plugged into the working ac power outlet. The unit powered on successfully. The unit booted up to sleep mode and performed the delete/downgrade process successfully. The unit was completely responsive throughout troubleshooting, and there was no burn, melted, or smoke damage noted to any part of the transmitter or ac power adapter.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that when plugging in the transmitter's power cord, it started smoking. The plug was melted. The transmitter could not be used.